Manufacturer narrative:
Biolife clinician reviewed statseal powder application instruction for use with the nurse which includes tips for success. Nurse stated that she was going to review with staff regarding no excess pressure during hold times, no pressure dressing, or posey on top of site, and using appropriate amount of powder. The nurse was also planning to discuss with her medical director. There are not any contraindications with using statseal powder. Biolife have documented qualified evaluation of the adverse event from biolife's chief medical advisor.

Event description:
(B)(6) gm; (B)(6) week- old -micro-preemie born on (B)(6) 2020. PICC line placed in the right ante-cubical fossa (ac) on (B)(6) 2020 with statseal powder, and no pcd. On 10/28/2020, the dressing was changed due to an air bubble under tegaderm over the statseal causing the dressing to become not occlusive. When statseal was removed, skin was very weepy. There were a significant color difference of skin where statseal had been. The skin was very white. The skin was intact. The PICC remained in, and re-dressed with tegaderm without statseal. On (B)(6) 2020, the nurse assessed the site though the clear tegaderm dressing, finding it was still weepy, but ok. Later, on (B)(6) 2020, the night shift found the dressing becoming not occlusive from the weeping, and thus, removed the dressing. The sking color around the site was described as "non-pressure" slough, sort of gray in color, measuring 0.75cm x 0.5cm. PICC line was dc'd and wound team called. Treated with mepitel ag and the wound is healing. No co-morbities, just premature "horrible" skin. The baby has skin breakdowns all over from ECG lead patches, temp probe sensors.